Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter not returned and performed a visual inspection of the sensor, removed the adhesive patch and inspected the sensor for debris, physical or moisture damage and none was found. Then inspected the sensor flex any physical damage and none were found. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a). Lost sensor alarm was found on the data traces due to a failed sake sequence. In conclusion: the customer complaint of commination loss is not confirmed. However due to the failed sequence on the trace file, lost sensor alarm is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that they inserted the sensor, but there was no warm-up period, the sensor was not wet, and the sensor alarm was lost. The customer reported no adverse event. The event involved product(s) mmt-5120a and mmt-5120a. Troubleshooting was performed. The reported event was not resolved. No harm requiring medical intervention was reported. The customer will discontinue use of the sensor. Mmt-5120a was requested, and the customer response was that the device will be returned. No product return is required for mmt-5120a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.